Manufacturer narrative:
Please note that the event experienced by the patient on day 42 has been reported to FDA in a previous emdr. MFR# 3004478276-2017-00009. The manufacturing and material records for the perceval sutureless heart valve, model # pvs23, s/n (B)(4), were retrieved and reviewed by quality control at livanova (B)(4) for a partial review. The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval sutureless heart valve model # pvs23 at the time of manufacture and release. Device not explanted.

Event description:
The event is from the persist registry: the patient, a (B)(6) year old female with history of hypertension, coronary artery disease, and chronic lung disease. On enrollment in perist, the patient was in nyha iii, had sts score 1.8, euroscore 1.4, mrs & nihss 0, & in sinus rhythm. Preimplant tte ((B)(6) 2016) showed mpg ppg of 56 and 96 severe as with mild a; and mitral ring sclerosis with mild mr, no relevant tricuspid valve findings. Resection of the lvot was done concomitantly because of severe hypertrophy. Post-avr tee ((B)(6) 2016) reportedly showed mpg , ppg or 34 mm hg and 59 mm hg respectively, no residual regurgitation; mitral valve insufficiency with mild/moderate stenosis, and moderate tv insufficiency. The patient developed post operative anemia (baseline hgb of 13.6 g/dl dropped to lowest level of 8.8 gm/dl on (B)(6) 2016) with no additional source of bleeding reported other than from the surgical tubes. This was resolved with blood transfusion. This event was reported by the site as related to the procedure and not device related. During this hospital admission, the patient also developed pleural effusion and pericardial effusion (post-pericardiotomy syndrome) which were resolved with percutaneous drainage. Repeat tte on (B)(6) 2016 showed mpg and ppg of 32mmhg and 59mmhg, respectively; same mv findings. Eoa was not reported. Baseline crp was 6 mg/l and peak was observed at 127 mg/l on (B)(6) 2016 and 82 mg/l upon discharge. The patient was discharged on day 24 with asa 100 mg/day as part of home medications. The events were reported by the site as related to the procedure and not related to the device. On day 42, the patient was readmitted due to increasing exertional dyspnea. Initial diagnosis was valve thrombosis but was ruled out after repeat tee on (B)(6) 2017 showed mpg and ppg of 29 and 55, eoa of 1.1-1.2cm2 with minimum paravalvular leak with no vegetations; same mv findings. Crp was 15 mg/l (url of -5) which decreased to 6 mg/l on (B)(6) 2017. Anticoagulant marcumar 3 mg/day was prescribed. As per the manufacturer¿s internal clinical review : event is not related to the device, but more likely related to primary underlying cardiac disease. On day 60 the patient was readmitted for work up of possible endocarditis based on isolated elevated crp (68 mg/l). The patient did not present any clinical symptoms. Repeat tte showed no vegetations and blood culture and urine tests were negative. The cause of crp was not ascertained. As per the manufacturer¿s internal clinical review the increased crp not likely to be related to the valve and endocarditis not confirmed.

Event description:
On (B)(6) 2016, a perceval valve was implanted via mini-sternotomy. On (B)(6) 2017, the patient was hospitalized due to endocarditis with negative blood culture. This was determined to be valve related. No valve intervention has been taken but the patient was put under marcumar therapy. The patient was discharged on (B)(6) 2017.